Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Functional testing could not be completed, due to no button response. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, cracked reservoir tube, scratched reservoir tube window and broken battery tube threads. (B)(4).

Event description:
The customer's parent called and reported the insulin pump was not turning on due to damage to the battery compartment, and customer was hospitalized with high blood glucose of 590 mg/dl. Customer was treated with insulin and liquids. He had been off the insulin pump four hours prior to hospitalization. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.